Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was being prepared for use in the esophagus during an esophageal varices ligation procedure to treat moderate varicosity with obvious swelling performed on (B)(6) 2024. During preparation, upon unpacking the ligator cap, it was noticed that the transparent cap and the soft silicone head at the back end were disconnected which could not be placed onto the endoscope. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Note: a photo of the complaint device outside the patient was provided by the customer and showed the ligator housing cap was detached.

Manufacturer narrative:
Block e1 (initial reporter city): (B)(6). Block h6: imdrf device code a0501 captures the reportable event of ligator housing detached.

Manufacturer narrative:
Block e1 (initial reporter city): (B)(6). Block h6: imdrf device code a0501 captures the reportable event of ligator housing detached. Block h11: the returned speedband superview super 7 was analyzed, and it was found that the device was returned with the ligator housing rubber part detached from the rest of the device, the teeth were found bent and only one band out of seven returned. Also, the handle was also returned with no damages seen. No other problems with the device were noted. The reported event of bands unable to deploy was confirmed. It is possible that might have to do with the technique used by the physician or the way the device is being handled when trying to place the ligator housing into the scope or by how it was handled when the shrink wrap was peeled off the ligator head. If the ligator housing was tried to be adjusted to the scope with too much force or if the shrink wrap was taken rapidly, either of these actions could have affected the way the ligator housing is assembled originally before the damages seen on it. The marks on the ligator housing teeth most likely also happened as a result of the manipulation of the device when being prepared for the procedure. Therefore, the most probable root cause of this complaint is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was being prepared for use in the esophagus during an esophageal varices ligation procedure to treat moderate varicosity with obvious swelling performed on (B)(6) 2024. During preparation, upon unpacking the ligator cap, it was noticed that the transparent cap and the soft silicone head at the back end were disconnected which could not be placed onto the endoscope. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Note: a photo of the complaint device outside the patient was provided by the customer and showed the ligator housing cap was detached.